Event description:
Foley catheter placed after epidural placement during labor and inflated with 10cc syringe. Upon completion of a vaginal exam, the foley catheter noted to have slid out of urethra and noted the catheter tip appeared to have a blunt cut end and balloon was present. Pt required urogyn consult and postpartum cystoscopy. Tip of catheter was not found in urethra nor bladder.